Manufacturer narrative:
This report is submitted on october 09, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced wound breakdown at implant site which resulted in infection. Subsequently the patient was treated with antibiotics (date and duration not reported).

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery (date not reported) to restitch wound. The implanted device remains.